Event description:
It was reported that a charging pad used during a healthcare provider trial was defective and would not charge the device, and a spare charger was provided to the user to restore charging. Symptoms included no clinical effects. Outcomes included no impact on the user¿s health and no alarms. Investigation included a review of device history, user interview, and functional assessment of the returned charging pad. Investigation of this case revealed the charge pad was assembled incorrectly. It was concluded the charge pad was installed 90 offset from the correct orientation making the wall adapter port inaccessible.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of charge pad malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.